Manufacturer narrative:
Concomitant medical products: lnq11, icm implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and intermittent undersensing. It was noted that the patient had a device check done because they experienced palpitations. The ra lead remains in use. No further patient complications have been reported as a result of this event.